Event description:
It was reported that a homecare pt intubated with a size 4 lpc, low pressure cuffed tracheostomy tube experienced respiratory distress, minor trauma and required medical intervention. The event info rec'd indicated that the device would not maintain proper inflation and attempts to remove the device were initially unsuccessful. Pt was taken to the ER where the device was removed and a second device placed with no further incident. It is unk how long the 4lpc device had been in use when the reported event occurred. There was one (1) pt involved who returned to baseline condition the 4lpc device was discarded and as such will not be returned to the MFR for ID, analysis and investigation.